Manufacturer narrative:
The t:slim x2 g5 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed coming out of the cartridge, and along the tubing. Troubleshooting with tandem technical support showed that the customer was not following the proper technique to fill a cartridge. The customer's blood glucose level was 126 mg/dl. Tandem technical support educated customer regarding the fill instructions. Reportedly, the customer changed out the infusion set and cartridge to resolve the issue, and continued using the pump for insulin therapy.